Event description:
The pt had an aortic neck that was less than 10mm in length. When the main body graft was placed it partially occluded the left renal artery. The physician planned to place a renal stent in the left renal artery after ballooning the main body graft, but after ballooning, the renal was fully occluded. The physician was unable to get a wire into the renal. The physician elected to perform a splenal-renal bypass to restore blood flow to the left renal, which was successful. On the final angiogram the graft was patent with no endoleaks noted.